Event description:
The recipient is reportedly experiencing decreased performances. Programming adjustments were made, however, this issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers, slice along the lead, and a damaged lumen prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed some electrodes were broken within the electrode pocket. In addition, multiple cut wires were confirmed along the sliced portion of the lead which are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The failure of this device is attributed to electrode shorts in the electrode pocket of the device. A corrective action was initiated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.